Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg pocket site due to its location. The patient mentioned that the ipg was too shallow. The patient underwent a revision procedure wherein the ipg was repositioned slightly lateral from the old position. The patient was doing well postoperatively. Nothing was added or removed during the procedure.